Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the battery of the rotaflow console not charging fully (to 25.5 instead of 27.5). It was detected during before use/procedure. No patient involvement. (B)(4).

Manufacturer narrative:
Field service technician has been sent out to investigate the device in question. According to the service order charger works normally - battery reaches full voltage and has no shorted cells. Battery may have been overheated -informed service rep of charger operation as per page 29 of the operating manual. Replace battery since it is almost 2 years old. Pm, functional test and safety check as per the service manual. All tests passed. The failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).